Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device. This occurred during the initial drain cycle of peritoneal dialysis therapy. The technical service representative (tsr) advised the hp to start over with all new supplies. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.